Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer reverted to an alternate method of insulin therapy, but will reportedly change the cartridge at a later time and resume insulin delivery. Customer's blood glucose was 145 mg/dl.